Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot involved in this event met all pre-release specifications. The device was discarded at the facility, therefore an engineering evaluation could not be performed. (B)(4).

Event description:
On (B)(6) 2016, the patient was implanted with a conformable gore tag thoracic endoprosthesis (tge343420/14424619) to treat a thoracic aortic type b dissection. Following the successful deployment of the endoprosthesis, there was resistance felt when attempting to retract the device catheter back into the sheath. It was realized that the pigtail catheter had not been removed out of the sheath, resulting in an entanglement involving both pigtail and device catheters. During the further retraction process of the device catheter, force was reportedly applied and the leading olive was observed to have become detached after it had got caught at the tip of the sheath in a narrow space environment. As the catheter and the detached olive were still on the guidewire, the physician managed to retract the catheter and the olive back into the sheath and removed these items together with the sheath from the patient. Reportedly, the physician had stated that there had been no fault with the device and that the patient's tortuous anatomy also contributed to the event. The patient tolerated the procedure. The catheter was discarded at the facility.